Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Patient had multiple revisions for infections. We exchanged glenosphere and poly insert. Patient had some glenoid bone inferior we removed and used a more lateralized glenosphere to avoid notching.

Manufacturer narrative:
See d4, h6 and h11. Reported part updated to unknown part number from initial report. It was reported as, revision surgery: "patient had multiple revisions for infections. We exchanged glenosphere and poly insert. Patient had some glenoid bone inferior we removed and used a more lateralized glenosphere to avoid notching." The actual length of in-vivo for the items listed are unknown as the original surgery date was not provided or could be established. This investigation is limited in scope as only partial information was provided to djo surgical - austin for review. The revised items were not returned for examination and the item and or lot numbers were not provided. To adequately investigate this event, the part and lot numbers are necessary. In addition to the part and or lot numbers not being supplied, information regarding cultures identified in the infection and the severity of the infection was not supplied. If this information is submitted at a future date, this investigation will be re-evaluated. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. The surgeon performed this revision to remedy the patient's condition. This complaint will be closed pending receipt of additional information. No further action is deemed necessary at this time.